Manufacturer narrative:
The product brand name listed in section d is "oasis - one action stent introduction system". The catalogue number is qacl-8.5-12 is an oasis one action stent introduction system that is preloaded with a cotton-leung biliary stent. Evaluation: we were able to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reported occurrences of stent removal difficulty. Therefore, this incident represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was unable to be returned for evaluation. A definitive cause for the reported observation was unable to be determined, however, it is possible clinical factors contributed to the event because the stent was placed through a metal stent due to tumor overgrowth. The initial reporter indicated the event may be related to procedural factors. The stent is placed to drain obstructed biliary ducts and is temporary prosthesis. The instructions for use for the cotton-leung biliary stent (preloaded onto the oasis - one action stent introduction system) indicates the stent should not be left indwelling more than 3 months, or as directed by a physician. Periodic evaluation is recommended. Removal of the stent is performed periodically if the stent no longer allows drainage of bile flow. It is possible the distal flap of the cotton-leung biliary stent became lodged on the metal stent and/or tumor overgrowth, preventing stent removal. Prior to distribution, all oasis - one action stent introduction systems are subjected to a visual and dimensional verification to ensure device integrity. This includes measuring the stent flap and checking for kinks. A review of the device history record for this device confirmed this lot met manufacturing specifications prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a ercp procedure, the physician attempted removal of a cook endoscopy cotton-leung biliary stent. During the removal, the stnet became entangled with a previously placed metal stent and the physician was unable to successfully remove the stent. Antibiotics were administered and the procedure was completed for the day. The following week, fever necessitated ultrasonography, which revealed swelling of the gallbladder and inrahepatic bile duct. A ptbd (percutaneous transhepatic biliary drainage) and ptgbd (percutaneous transhepatic gallbladder drainage) were performed. The presence of cloudy gallbladder bile suggested the patient had developed cholecystitis. Several attempts were made in an effort to collect additional information regarding the patient's condition after ptbo and ptgbo were performed, as well as information regarding whether removal of the stent was completed at a later date. This information was not provided.